Event description:
Ous MDR -two years after implant, during routine follow-up, it was impossible to interrogate the device. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An interrogation of the device was properly feasible. The battery status was found to be 85 %. At a next step the pacemakers memory content was inspected. The inspection revealed that during the explant on (B)(6) 2017 a reset procedure was triggered by the device itself. This reset procedure corrected an invalid memory content which led to the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a reset, automatically executed by the device itself during the explantation procedure, the invalid memory content corrected. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.